Event description:
The information initially provided by local agent indicates: date of initial surgery: (B)(6) 2022. Body part to which device was applied: femur, surgery description: fracture treatment, patient information: 84 year-old, female, weight: obese; previous health condition: related to the obese condition. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "after positioning of the guide wires, when placing the cephalic screw, as the milling was not proceeding, it dug a little with the risk of releasing titanium dust". The complaint report form also indicates: - the device failure had no adverse effects on patient - the initial surgery was not completed with the device - a replacement device of the same model was immediately available to complete surgery - the event led to a delay in the duration of the surgical procedure: 20 minutes - an additional surgery was not required - a medical intervention (outpatient clinic) was not required - copies of the operative reports are not available - copies of the x-ray images are available - patient's current health condition: patient discharged note and comments: surgery finalized using another nail implanted with the same instrumentation manufacturer ref: 2022167

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the component code 99-t93025, batch b2167627, before the market release. No anomalies have been found. The original lot, manufactured in 2022, was comprised of 50 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other similar notifications have been received in regards to this specific device lot. Technical evaluation the device involved in this event has not yet been received by orthofix srl. The technical evaluation will be performed as soon as the device becomes available. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation are available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
Analysis of historical records orthofix srl checked the internal records related to the controls made on the component code 99-t93025, batch b2167627 (lot al0715 marked on the device), before the market release. No anomalies have been found. The original lot, manufactured in 2022, was comprised of 50 devices. All of them have already been distributed to the market. According to orthofix srl historical records, no other similar notifications have been received in regards to this specific device lot. Technical evaluation the involved nail, received on november 16, 2022, was examined by orthofix quality operations department. The visual check evidenced signs of damage in correspondance of the 10.5mm hole. Metallic burrs were found. The dimensional and functional checks did not evidence any anomalies. Medical evaluation the information made available on the case were sent to our medical evaluator. Please find below an extract of the medical evaluation performed. In this case I assume that the surgeon was concerned that the nail might have been damaged during insertion because he saw titanium "dust". I am sure that the surgeon meant titanium fragments. The reduction actually seems quite good and the lag screw seems engaged with the nail, and is inserted a good distance into the bone. I assume (it is not stated) that the surgeon replaced the nail with one of the same size because of concerns about the integrity of the first nail. This implant should perform well and the patient should be fine. The technical analysis confirms that the original nail fully conformed to specifications, and postulates that there may well have been something wrong with the nail-handle connection to cause the misalignment of the drill bit. I agree with this suggestion. I do not think that the titanium fragments will have any clinical effect, and the patient will do well. Final comments the results of the technical analysis both dimensional and functional performed on the returned nail, concluded that the device was originally conforming to orthofix design specification. Based on the results of the technical evaluation and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is related to the conditions of use of the device. It is possible to assume that the nail was forced during insertion, as confirmed by the fretting damage found in the left hole that accommodates the lag screw. The operative technique chimaera hip fracture system, reference code hf1501opt, contains the indications for the application of the chimaera nail. Orthofix srl historical records show that no other notifications have been received in regards to this specific device lot. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by local agent indicates: date of initial surgery: (B)(6) 2022. Body part to which device was applied: femur. Surgery description: fracture treatment. Patient information: 84 year-old, female, weight: obese; previous health condition: related to the obese condition. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "after positioning of the guide wires, when placing the cephalic screw, as the milling was not proceeding, it dug a little with the risk of releasing titanium dust". The complaint report form also indicates: the device failure had no adverse effects on patient. The initial surgery was not completed with the device. A replacement device of the same model was immediately available to complete surgery. The event led to a delay in the duration of the surgical procedure: 20 minutes. An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-ray images are available. Patient's current health condition: patient discharged. Note and comments: surgery finalized using another nail implanted with the same instrumentation. Manufacturer ref: (B)(4)